Event description:
The customer reported that device refused to provide energy during sync. The device was reported to be in use on a patient, but no adverse event occurred as another device was used to treat the patient.